Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the battery was damaged. This condition has the potential to cause an interruption of delivery. The event occurred upon power up in the biomedical service department. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. Additional information: the device has been previously sent into service for the reported condition of "damaged battery." This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.